Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of shelf cartons for 1cc, 12.7mm, 29g syringes from lot # 8316713. Customer states that the box is stained and there is a duplicate lot. The photos were examined and exhibited a damaged shelf carton and a double printed lot number. A review of the device history record was completed for batch# 8316713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: as per investigation completed by manufacturing under investigation child. "On (B)(6) 2019, (B)(6) received photos of 1.0ml, 29g, 1/2in shelf cartons in an open case. Visual inspection of the carton found laser print a cross the side of the carton. The print was stretched but matched the date code, lot code, and expiration date. The lot code had shadow print from duplicate applications. Review of quality notifications and maintenance dispatches found no issues related to this complaint. The autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate amount of bags of syringes into the carton. The machine laser codes up to three lines on the carton: lot code, date of manufacture, and expiration date. The cartons are closed before being placed on the outfeed conveyor. If the machine is stopped abruptly during the application of the laser codes; printing defects can be found. Unable to determine root cause of the defective laser print. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that label error was found before use with the package of syringes 1.0ml 29ga 1/2in 10bag 500 fe. The following information was provided by the initial reporter, "duplicate lot. And box of stain."